Event description:
It was reported that the instrument fractured during the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Report source: foreign: japan. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 visual examination of the returned product identified the insertion needle is fractured and remained inside the protective sheath. Both anchors and sutures were inside of the fractured tip. Needle was removed from the sheath for better visualization. The device was not cycled, from the position of the push button mold upon return. The pusher wire is bent at the point of the needle fracture. Fracture analysis has been previously analyzed in a ztr where bending overload was identified as the mode of failure for this part number. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.